Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle there was poor sleeve function and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1 needle leakage at sleeve

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 23-mar-2023. Bd received 2 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for leakage and side-pierced sleeve were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes leakage, side-pierced sleeve, hooked needle point, and foreign matter. Bd was not able to identify a root cause for the failure modes of leakage and side-pierced sleeve. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle there was poor sleeve function and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1 needle leakage at sleeve.